Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer recently passed away of natural causes. While the customer was still living, he was hospitalized for high blood glucose. The patient's blood glucose was in the 500 mg/dl and 600 mg/dl range at the time of hospital admission. The customer was already experiencing kidney failure that may have led to the high blood glucose. The customer was treated via insulin drip. The customer believed that the high blood glucose was not insulin pump related. No products were returned or replaced at this time.